Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a promus element,mr,ous 3.00x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent strut rows 1 to 2 on the distal end of the stent appeared undamaged. The remainder of the stent strut rows were damaged. The proximal end of the stent was pushed distally 2mm distal from the distal edge of the proximal marker band. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 265mm distal to the distal end strain relief. A visual and tactile examination of the shaft polymer extrusion profile found shaft polymer extrusion stretching damage. The inner or outer polymer extrusion was stretched by 8mm at the distal end of the port bond. The inner or outer polymer extrusion was also stretched at a site approximately 130mm distal from the port bond. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 07apr2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 27 mm in length, eccentric, de novo target lesion with a lesion bend >=90 was located in the severely tortuous, mildly calcified and 3.0mm in diameter left anterior descending (lad) artery. A 3.00x32mm promus element ¿ stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.